Event description:
It was reported that the device broke during the procedure. All pieces were retrieved from the patient. No additional bone holes were drilled. A backup device was used to complete the procedure.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. A review of the device history record shows that this device passed all acceptance criteria and was compliant upon release for distribution. There are no indications to suggest the device did not meet product specifications nor does it allege any product deficiencies upon release into distribution.

Manufacturer narrative:
One 180 degree cuff stitch right was returned for evaluation. Device is over three years old. Visual assessment confirmed the reported breakage. The distal tip at beginning of first bend has broken off. Examination of the break area shows evidence of abnormal twisting/bend at fracture point. The condition of the device indicates it was subjected to excessive forces during use. Per the devices IFU under ¿precautions¿ ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure.¿ no root cause related to the manufacture of the device can be established.